Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. The patient was implanted with one biomimics-3d stent (a 6.0 x 125 mm) to treat a denovo lesion of the superficial femoral artery (sfa) middle third to sfa distal third of the right leg. A contralateral approach was used and the lesion was prepared using pre-dilatation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. On 16-dec-22, an event of occlusion was reported from the site. It was reported as "not related" to the device or procedure but was due to a worsening pre-existing condition. It was reported as target lesion related. The event was reported as not serious. The patient outcome is described as "continuing". The subject was scheduled for angiography. On (B)(6) 2023, the event was treated using an angiogram with a 7 french (fr) cross-over sheath which was placed and the physician tried multiple manoeuvres in an attempt to cross the fem-pop occlusive disease which was unsuccessful. The findings identified that the right sfa above the knee and below the knee vessels are occluded. There was reconstruction of the posterior tibial artery at the mid-calf level as a single runoff to the foot. The device remains implanted. The event was reviewed by veryan on 06-feb-24 and the event was determined to be possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received; event remains reportable. The site reported that this event was ongoing as of the patient's study exit on (B)(6)2025. This information requires an MDR supplemental report. Section b.5. Was updated with additional information received, section g3 was updated, sections g.6. And h.2. Were updated to reflect the report type (follow-up 01) and reason, and section h.11. Was updated to reflect the sections changed in this report.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. The patient was implanted with one biomimics-3d stent (a 6.0 x 125 mm) to treat a denovo lesion of the superficial femoral artery (sfa) middle third to sfa distal third of the right leg. A contralateral approach was used and the lesion was prepared using pre-dilatation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. On (B)(6)2022, an event of occlusion was reported from the site. It was reported as "not related" to the device or procedure but was due to a worsening pre-existing condition. It was reported as target lesion related. The event was reported as not serious. The patient outcome is described as "continuing". The subject was scheduled for angiography. On (B)(6)2023, the event was treated using an angiogram with a 7 french (fr) cross-over sheath which was placed and the physician tried multiple manoeuvres in an attempt to cross the fem-pop occlusive disease which was unsuccessful. The findings identified that the right sfa above the knee and below the knee vessels are occluded. There was reconstruction of the posterior tibial artery at the mid-calf level as a single runoff to the foot. The device remains implanted. The event was reviewed by veryan on (B)(6)2024 and the event was determined to be possibly related to the device. Additional information was received from the site that this event was ongoing as of the patients study exit on (B)(6)2025, the event remains reportable, a supplemental was required.